Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user, per the end user, cna stated that she was raising height of bed to her waist level to provide care. Heard popping sound and bed dropped to floor level. Resident complaining of neck pain. The resident was sent to the hospital for x-rays and they were negative. Complaint# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.